Event description:
It was reported that particulate matter (pm) contamination was observed in a small volume infusor. The pm was further described as a brown stain inside of the ¿restric housing¿. This issue was observed while filling the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from march 22, 2022 - march 30, 2022. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed two brown particles embedded in the material of the luer body. The brown particles were measured to be 1.00 square mm in size. The brown particles were located on the outer surface of the luer body and therefore were not in the fluid path. Therefore, these particles were unlikely to cause harm and this issue does not impact the sterile pathway. Ftir (fourier-transform infrared spectroscopy) test determined the embedded brown particles were polycarbonate material which is the same material as the luer body. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.